Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. The system was successfully verified prior the date of treatment. Logfile review for the date of treatment shows all system tests were performed without issue and the energy values are stable at the day of treatment. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in user manuals. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported a case of rainbow glare, observed in the patient's right eye two months post lasik. No additional information will be provided.

Manufacturer narrative:
(B)(4).